Event description:
According to the customer, sometime ago she had the rollator next to her and when she raised her right leg up it got scratched against one of the screws on the leg of the rollator. She is on blood thinners so she started bleeding a lot and went to her pcp.

Manufacturer narrative:
According to the customer, sometime ago she had the rollator next to her and when she raised her right leg up it got scratched against one of the screws on the leg of the rollator. She is on blood thinners so she started bleeding a lot and went to her pcp. The customer couldn't confirm what exact treatment the doctor performed but said he sent a nurse to do home visits and that the nurse would use prescription wound care product and dress the wound. The customer stated she is doing fine and a hospitalization wasn't necessary. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.